Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Additional information received noted that during the replacement of this right ventricular lead a clear fracture of the lead was noted. The ventricular lead was left insitu while the right atrial competitor lead and device were successfully removed.

Event description:
Boston scientific received information that this right ventricular lead was not capturing and an out of range pacing impedance measurement was noted with no sensing. A lead fracture was alleged. The patient was not pacemaker dependent. The technician reprogrammed the device to aai and a follow up was scheduled. No adverse patient effects were reported.

Event description:
Additional information received noted that during a follow up low out of range pacing impedances were noted on this right atrial lead. Fluoroscopy noted that this lead outer insulation damage and exposed wires. The right atrial lead was surgically abandoned, and will not be returned. The device was replaced and will not be returned.

Manufacturer narrative:
(B)(4).